Manufacturer narrative:
Concomitant product: fr99525 tissue valve, implanted: (B)(6) 2006.

Event description:
It was reported that the right atrial (ra) lead exhibited high threshold. It was suspected that reprogramming the atrial lead to minimum outputs probably resulted in loss of capture even at maximum outputs. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.